Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout procedure, lead to can insulation abrasion was noted on the right atrial(ra) lead distal to the suture sleeve. The lead parameters exhibited normal readings when tested using external pulse system analyzer preoperational as well as post operation. The lead was in normal function. The physician repaired the lead with medical adhesive. The patient was stable.